Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry (cc) sample crane, on the dxc 600 pro had a continuous leak. Customer stated that the instrument also experienced failed calibrations for urea nitrogen (bun), creatinine (cr-s), and phosphorus (phs). Customer performed preventive maintenance on the system prior to the event. Customer stated that they found 3 puddles of fluid on the sample wheel cover and described the event as a continuous leak from the crane. The leak was isolated and cleaned by the customer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) arrived on site and was notified by the customer that they had identified loose cc probe wash tubing as the cause of the leak. Customer secured the tubing prior to the arrival of the fse. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(6).